Event description:
During preventive maintenance by a zoll service technician at the hospital, the thermogard ivtm system (sn (B)(4)) made a loud noise and then it shut down. No patient involvement.

Manufacturer narrative:
During preventive maintenance by a zoll service technician at the customer site, the thermogard ivtm system (sn (B)(4)) made a loud noise and then it shut down. No patient involvement. The root cause for the reported complaint was due to the defective power supply, likely attributed to a normal wear and tear. The thermogard xp ivtm system was manufactured in october 2015 and is nearly 7 years old, exceeded its expected serviceable life of 5 years. Upon visual inspection, no physical damage was observed on the thermogard ivtm system. No discrepancy observed during archive event log review. Zoll is awaiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous complaint reported for the thermogard console with sn (B)(4).